Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2017, an fse conducted an onsite follow-up with the customer to address the reported event. During servicing, fse replaced the x1 home pia sensor to correct the x1-axis error. The customer was then able to calibrate and run qc to verify that the instrument was operating as expected. There was no further action required by fse. The most probable cause of the reported event was bad x1 pia sensor.

Event description:
On (B)(6) 2017, a customer reported an autosampler and x1-axis errors with their g8 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.